Event description:
Consumer stated purchased a 2 pack of adaptive clean brush heads and the 1st head he used had some bristles fall out while he was brushing.

Manufacturer narrative:
Manufacture date updated because product was returned.